Manufacturer narrative:
"Company representative" should have also marked for g2.

Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During procedure, it was noted that the right ventricular leadless pacemaker (rvlp) exhibited inadequate capture. The rvlp was ultimately replaced with the new device. There were no patient consequences.